Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, frame damage was empirically confirmed based on information received to date. Available information suggests procedural factors (high push force) likely contributed to the event as reported ''during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the valve wouldn't advance through the sheath, and the valve tine was protruding when inspected under fluoro''. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the valve wouldn't advance through the sheath, and the valve tine was protruding when inspected under fluoro. The system and sheath were removed and replaced with new system and sheath. The case was completed successfully with the second attempt. It is notable that first sheath was in the body for 45mins while team struggled to cross highly calcified bicuspid valve. No injury to the patient was observed.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.